Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. A picture of the explanted device was received. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a cmn femoral nail, ccd 130, right, 10 mm, 34 cm in (B)(6) 2016. (As the exact implantation date is unknown, the last day of the month was taken as implantation date.) The patient underwent a revision surgery on (B)(6) 2016 due to the breakage of the device.

Manufacturer narrative:
As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a cmn femoral nail, ccd 130, right, 10 mm, 34 cm on (B)(6) 2016. The patient underwent a revision surgery on (B)(6) 2016 due to the breakage of the device. It was reported that the screws were removed without difficulties and that the two fragments of the broken nail were removed.

Manufacturer narrative:
No trend identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description (event details, per): event summary: it was reported that a znn nailing system was implanted on (B)(6) 2016 and revised on (B)(6) 2016 due to a nail breakage at the lag screw hole. Review of received data: implantation surgery report 10.04.2016: diagnosis: subtrochanteric closed fracture procedure: femoral osteosyntheses with a zimmer nail. Dallmeiss cerclage. No other information. Revision surgery report 04.08.2016: procedure: removal of the right femoral nail and new osteosyntheses using dhs (synthes implant). Clinical background: three and a half month after an intertrochanteric fracture fixed with a zimmer nail, the situation has evolved to a delayed bone healing and a breakage of the nail at the level of the lag screw. Indication for material removal and new osteosyntheses. Surgical report: removal of the lag screw without difficulties. Removal of the distal locking screw. Removal of both nail fragments. We confirm the lack of consolidation around the bone fracture. Placement of a new lag screw with a bigger diameter, good stability. Implantation of a dhs plate. Devices analysis: visual examination: the broken nail, lag screw and a set screw were returned for investigation. The visual examination shows that the nail was broken through the lag screw hole . The surface of the lag screw hole shows also some deformations at the contact points with the lag screw where the forces are transmitted. The fracture surfaces are highly damaged and polished areas are visible. Therefore, a meaningful analysis of the fracture pattern cannot be done. There are several scratches visible on the nail surface. The lag screw shows some polished areas and damages in the middle part around the grooves. The set screw has a tip deformation, which is compatible with the contact of a lag screw groove. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using rmw: breakage of implant due to inadequate design of mating components. Not possible -> a systematic issue with design and/or material properties would have been detected as part of complaint trending. Breakage of implant due to lack of adequate fatigue strength. Not possible -> a systematic issue with design and/or material properties would have been detected as part of complaint trending. Breakage of implant due to general corrosion (crevice, pitting, galvanic). Not possible -> no corrosion seen in the investigation. Breakage of implant due to the implant therapy is performed not as indicated => possible, no information about the therapy was provided, this point cannot be excluded. Breakage of implant due to wrong interpretation of x-rays templates for dimensions lead to malreduction of the fracture => possible, no x-rays have been sent for review to the manufacturer. - breakage of implant due to users select wrong nail diameter,length and/or determine wrong ccd angle => possible, no x-rays have been sent for review to the manufacturer. Breakage of implant due to users choose wrong targeting guide/wrong cephalomedullary nail leading to drilling of nail => possible, the nail shows drilling marks on the lag screw hole. Breakage of implant due to users applying not enough force to the connection bolt resulting in nail not assembled securely/ drilling of the nail/ imprecise interaction => possible, no information provided about this surgical step, therefore it cannot be excluded. Breakage of implant due to wrong/incomplete information about limitation and postoperative restriction => possible, patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Breakage of implant due to patient do not follow the postoperative protocol => possible, patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Breakage of implant due to explanted implant is used for new implantation surgery. Not possible -> labels/product stickers were received. Conclusion summary: the visual examination of the returned devices showed that nail was broken through the hole for the lag screw. The fracture surfaces of the nail are highly damaged and polished areas can be seen. It cannot be said when these damages/deformations on the fracture surfaces occurred. Therefore, a meaningful analysis of the fracture pattern is not possible. The review of the surgical reports describes that there was a delayed bone healing process. Unfortunately, no x-rays have been sent to check if the bone healing process did occur and a callus formation could be seen. There are several factors which may have contributed to the breakage: it can be that the nail was over stressed during the in vivo time. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. A wrong patient behavior could be also the cause for the breakage. However, an exact root cause for the nail breakage could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is cmp-(B)(4).